Event description:
The manufacturer received information alleging an issue with the ventilator's oxygen blending module board and sensor board were observed. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue with the ventilator's oxygen blending module board and sensor board were observed. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaints were not confirmed. The device powered on and operated as designed. During internal evaluation of the device, the flow sensor was found to be cracked. The device had evidence of physical damage. The device's flow sensor assembly was replaced to address the issue.